Manufacturer narrative:
As of today, this lead and device remains in service. A revision procedure was planned. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine device follow-up in (B)(6) 2013, a non-sustained episode in the pacemaker's arrhythmia logbook showed noise of 1-2 seconds in duration. During the device check, normal lead measurements were observed. The right ventricular (rv) lead's daily measurements were normal, and the noise was not able to be reproduced with isometrics. The cause of the noise could not be determined, and the physician planned to continue monitoring the lead. Three years later, boston scientific received new information about this device and lead. At the recent follow-up, another non-sustained episode showed noise on the rv lead. The daily impedance measurement stored (B)(6) was greater than 2,500 ohms. During the check, the impedance was normal, at 520 ohms. A lead fracture was suspected, due to the intermittently high, out-of-range impedance measurements. As the patient was paced only 3% in the rv and was elderly, no immediate lead revision was performed. Possible solutions were discussed with the patient and family, where it was decided that a new lead would be added at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service and no revision is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this device and lead. At the patient's latest follow-up, the pacing impedance measurements continued to be out-of-range at greater than 2,500 ohms, and loss of capture was now observed. The physician still believed the lead was fractured. However, it was confirmed that no intervention would be performed to resolve the lead issue. The patient was not adversely affected by the rv lead issues. This elderly patient was in an assisted living residence and the patient's family did not want the patient to undergo a surgical procedure. The device and lead remain in service. No adverse patient effects were reported.